Event description:
The device didn't coagulate. The service center couldn't duplicate the problem. During the repair, the lcd assy altn lcd ii eagle pk (p/n 30289) was replaced because it was defective. There was no pt consequence.